Event description:
It was reported that during an appendectomy procedure, the device was fired two times on the appendix. After the second time it was fired the surgeon opened the jaws and the reload fell out into the patient. The surgeon used an atraumatic clamp to remove the fallen reload out of the abdominal cavity. It is unknown how the procedure was completed. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes. There was no patient consequence.

Manufacturer narrative:
(B)(4): spring cartridge lockout tab. The analysis showed that the ets45 device was received in good visual condition and with two reloads present. Reload c was received partially fired and with the lockout spring normal. Reload b was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.